Manufacturer narrative:
Concomitant medical product: 407652, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing noted on recorded arrhythmia episodes. Sensitivity was decreased and the atrial lead remains in use. No patient complications have been reported as a result of this event.